Event description:
It was reported that there was no capture in the left ventricle (lv) through this device, however the lv lead tested fine through an analyzer and a new device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Other: it was reported that there was no capture in the left ventricle (lv) through this device, however the lv lead tested fine through an analyzer and with a new device. The chronic device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device was out of specification, but this does not relate to event, capture, failure to.

Event description:
It was reported that there was no capture in the left ventricle (lv) through this device; however, the lv lead tested fine through an analyzer and with a new device. The chronic device was explanted and replaced. No patient complications have been reported as a result of this event.